Manufacturer narrative:
(B)(6). The cartridge has not been returned to animas for evaluation. Animas conducted an investigation of a retained sample cartridge. The cartridge passed visual inspection; no damage or defects were noted to the luer connection or o-rings. A leak test was performed with no failures being observed; no leaks were observed from the luer connection, o-rings, or anywhere else in the cartridge.

Event description:
The patient reported that he was hospitalized on (B)(6) 2011 for (B)(6); the diagnosis was diabetic ketoacidosis. He stated that he was placed on an insulin drip. The patient was unable to provide blood glucose levels or details of treatment. He stated that while he was in the hospital he observed that a place on the plunger of one of his cartridges was thin and he stated that the defect caused insulin to leak into his pump. The patient returned to pump therapy and denied any additional issues with leakage or blood glucose excursions. He refused to review the pump and claimed that the only issue was the cartridge leak. The patient stated that he no longer has the cartridge for return.